Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) reporting that the patient's right stimulator was placed elsewhere. The hcp reported that the patient had poor symptom response/never achieved symptom relief, and had high impedances on c-8 and c-11. The hcp reported that the patient's stimulator was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (serial no. (B)(4) found that the stim ins connector port extension or extension parts stuck inside the port. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s ins was explanted on (B)(6) due to a device failure/malfunction. No further complications were reported or anticipated.